Event description:
It was reported that the patient underwent a minimally invasive dlif from l4-s1. During insertion, the rod could not be inserted through the second screw. The surgery was changed from a minimally invasive to an open procedure in order to place the rod.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.